Manufacturer narrative:
Event date could not be confirmed. (B)(4). Analysis results - the fixed blade is broken at the pin level (missing fragment). No material/ manufacturing defect or pre-existing cracks/ corrosion have been detected on the breakage zone. It has been noted that the mobile blade presents multiples traces of impacts/ scratches. Moreover, a difference of finishing has been observed at the back of the jaws and the core. Considering the age of the instrument (more than 10 years), the absence of material/manufacturing defect, the damages noted on the instrument and the indications that the instrument has probably been repaired by a non-qualified external subcontractor, it can reasonably be concluded that the most likely underlying cause for the reported event(s) is/are consistent with preventative maintenance / servicing deficiency and that the incident was likely caused from misuse. Blank spaces on this report are the result of the complainant or the user facility not providing further information. This product is used for therapeutic purposes. Product description: a surgical scissor intended for use in ear, nose and throat procedures which is well suited to excise tissue in areas of limited access. A sharp instrument composed of two opposing cutting blades held together by a central pin, on which the blades pivot.

Event description:
It was reported that while using a pair of scissors during a ent procedure "one of blades has broken during the nasopharynx procedure. A scanner is planned to locate the broken part of the blade." It was reported the fragment was not located with the scan. There was no other patient impact reported. No event date was reported.